Event description:
The customer stated that she was taken by paramedics to the hosp due to diabetic ketoacidosis. The reported blood glucose reading was 456 mg/dl. The customer reported that prior to paramedics arrival the insulin pump alarmed no delivery. The customer stated that prior to the event she had undergone eye surgery and was taking pain medication as a result. The customer stated that the cannulas on the infusion sets she was using at the time and immediately prior to the event were bent. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.